Manufacturer narrative:
During device evaluation of the autopulse platform (s/n (B)(4)) performed at zoll, the platform stopped compressions after 25 minutes due to "system error, out of service, revert to manual CPR". The root cause of the system error was the drivetrain motor brake assembly air gap was too wide, out of the specification measured at 0.011" (0.008" ± 0.001"), likely due to a defective component. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The defective drivetrain motor assembly was replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the system error. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue was resolved by replacing the drivetrain motor assembly including the clutch. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review showed the occurrence of system error, user advisory (ua) 139 (unable to hold compression position) error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation of the autopulse platform (s/n (B)(4)) performed at zoll, the platform stopped compressions after 25 minutes due to "system error, out of service, revert to manual CPR". No patient involvement.